Event description:
On (B)(6) 2017, the patient contacted lifescan alleging that her onetouch delica lancing device had an ejector control issue and was unable to test. The following complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow up call to the patient. The patient stated that the alleged issue began about a month prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster) and continued with her usual diabetes management routine as a result of the alleged issue. The patient claimed that 1 hour after the alleged product issue began she developed symptoms of a low blood sugar and was shaking and nervous. The patient reported that she self-treated with food and /or drink. At the time of troubleshooting the cca noted that it was not the first time the device was being used; the patient was unsure how long the product had been in use for. There was no misuse of the product, the patient was using the correct lancets and the gauge of lancets was 30g. The cca was unable to resolve the product issue. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device was evaluated and physical damage was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.